Manufacturer narrative:
Corrosion was observed on the top battery, mechanism rail, and pcb, resulting in low batteries and data loss. Because data was unavailable, a root cause for the reported communication error could not be determined. A tear was observed on the internal portion of the cannula, resulting in a fluid leak. The cannula tear is confirmed as the root cause of the observed data loss and low batteries. It could not be determined if the cannula tear is in any way linked to the reported communication error. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cyj1. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found corrosion on the top battery and a tear in the cannula, causing a leak of insulin. The device was originally reported for a communication alarm during operation.